Event description:
A consumer reported that therapy stopped due to a power on reset (por). The patient was charging the implant and it was almost complete when they saw the call your doctor icon with a warning por. The patient would call a pain clinic doctor to have a manufacturer representative (rep) come in. The rep would setup a meeting to clear the por. The device was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that no cause of the power on reset (por) was determined, but the rep thought they saw 0x400 upon interrogation. It was indicated that the por was cleared successfully on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.